Manufacturer narrative:
The device was not returned to zoll medical corporation. However, a zoll representative went on site to evaluate the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was placed back into service by the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device had an unspecified pacer problem. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.